Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Following deployment and demate of the aortic body stent graft, the stent graft was displaced below the intended landing zone, placing the sealing rings in a vessel diameter outside the treatment range for the implanted stent graft. The final angiogram showed the presence of a type ia endoleak that was not resolved following ballooning. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4). Remains implanted.